Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Correction/additional information: b5 + d10: involved components. Investigation results: visual investigation: the products arrived in a used condition and they are available for investigation. Pl572t is not available for investigation. The investigation was carried out visually and microscopically. We made a visual inspection of the products. Here we detected that the date for maintenance was not observed. Furthermore, the products were sent to the quality assurance of the production department for further analysis. Based on the investigation results of the quality assurance of the production department: no error can be detected on the production side. Additionally, pl572t is not intended for pl536r. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 3(5) x probability of occurrence 3(5) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a product safety case (psc) was initiated. Any action regarding CAPA will be addressed with this case.

Event description:
Additional information: added involved components. Involved components pl510r - handle f/pl506r & pl508r - lot 62360838. Pl536r - shaft compl. D: 10mm l: 370mm - lot 62363518. Pl510r - handle f/pl506r & pl508r - lot unknown. Pl536r - shaft compl. D: 10mm l: 370mm - lot unknown.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pl572t - ligature clip 12 mag.= 144 pcs.. According to the complaint description, the cartridge and clips fell into abdomen during surgery. The clips are thrown out ouf the applicator. The cartridge with the clips fell down from the applicator into the patients abdomen, despite the cartridge being inserted correctly into the applicator. An additional medical intervention was necessary. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event is filed under aag reference (B)(4). Involved components: pl601r - shaft alone 205mm f.pl600r - lot unknown. Pl602r - hdl. Only f.pl600r - lot unknown.